Manufacturer narrative:
The instrument accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the cannula tube can move with respect to the bowl feature. The weld that joins tube and bowl was cracked around the circumference. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument accessory weld could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the customer noted that the single-site curved cannula instrument accessory was not aimed the way it should, when the cannula was taken out, the surgical staff noted that the head was spinning. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.